Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the tech closed the device and handed it to the surgeon to place down the trocar and once it was in the trocar it would not open. The device was not on tissue at the time and was removed and replaced with another like device to continue the procedure. The device was not used on the patient. The device was not used for any part of the surgery due to they left it locked and continued on with the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition, the knife was not fully back. One ecr45w cartridge was loaded in the device. The cartridge reload was received fully fired and in good visual condition. Upon further analysis the knife was noted to be jammed with a piece of plastic found between the knife foot and channel preventing the knife to jump the lockout feature. Upon removal of the plastic the knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, the device wouldn't open. It is unknown how the case was completed. There were no patient consequences reported.